Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test and a21 error test. No anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin had squirted out during priming and pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.